Event description:
Revision surgery for peri-prosthetic tibial fracture, at tibial stem level, about 1 year and 3 months post primary. Tibial components revised successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 1904822: (B)(4) items manufactured and released on 11-nov-2019. Expiration date: 2024-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.